Event description:
It was reported that "the material shows unevenness in the catheter guide wire, making it impossible to use". Additional details have not been provided.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that "the material shows unevenness in the catheter guide wire, making it impossible to use". Additional's details have not been provided.